Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se confirmed that the portal pinch valve (ppv) could not move, even when attempting to turn it by hand. Therefore, the se removed the ppv and cleaned the blood off of it. After re-installing the pinch valve, they were able to move it easily by hand. Subsequently, the pinch valves passed all testing.

Event description:
It was reported that the portal pinch valve (ppv) was congealed with blood and did not close. The ppv was tested with a circuit attached and when stop perfusion was pressed, only the arterial pinch valve closed. Images provided also confirmed that the graphical user interface (gui) displayed 100% closure for both, yet the portal pinch valve remained open.